Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse found reagent probe 1 (r1) hitting the bottom of cuvette. The r1 probe was adjusted. It was also noted that the system had tip issues that were resolved while running the discordant samples. Siemens concluded that the cause of the falsely depressed tsh3-ultra results was the misalignment of the reagent probe 1 to the cuvette bottom. The issue was resolved with the recalibration of the probe as part of normal routine instrument troubleshooting. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely depressed tsh3-ultra (tsh3-ul) patient sample results were obtained on an advia centaur xp instrument. The initial results were not reported to the physician(s). The same samples were repeated once on an alternate advia centaur xp then again on another alternate advia centaur xp. The repeated results from the last alternate instrument was reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed tsh3-ultra patient sample results.